Manufacturer narrative:
The customer stated that she opened the bottle of contour next test strips lot # 9gpeb03a one to two weeks ago from the time of the call. This is the bottle of the test strips she used during the event. Sections d1 (brand name), d4 (model #, lot # and expiration date), g1,2 continued (manufacturing site address), h4 (device manufacture date), and h5 (labeled for single use) have been updated to reflect the information for contour next test strips.

Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # in was left blank as it could not be determined based on the available model #.

Event description:
The customer reported that she obtained a reading of 132 mg/dl at 9:18 a.m. On the contour next link 2.4 meter. 15 minutes later, the customer passed out. She drank tea with sugar and felt better. Prior to passing out, the customer called her son who called the physician and the customer was taken to the hospital. The customer was hospitalized from the evening of (B)(6) 2020 to the morning of (B)(6) 2020. No further event details were provided. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer. The test strip information provided by the customer was not associated with the event. Therefore, this report will be submitted under the meter information.